Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The nurse stated that rather have someone to come to test the device. The caller mentioned that his blood glucose was 57mg/dl and stated that the information may be different from what he gets at home. Attempted to contact the customer regarding his hospitalization and left a message in the voice mail. No further information was provided.